Manufacturer narrative:
As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection of the lead body found no anomalies. The flushing lead test with saline solution indicated there is no leak on the lead body. X-ray and visual inspection found the inner coil to be kinked/damaged at multiple locations. The guidewire insertion test couldn't perform due to the damaged inner coil. The reported event of the insulation perforated by guidewire was not confirmed, while the reported event of unable to insert the stylet was confirmed. The cause of the reported event of unable to insert the stylet was isolated to the damaged coil found on the lead consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the implant procedure, the stylet could not be inserted into the left ventricular (lv) lead. While attempting to insert the stylet into the lv lead, the stylet perforated the insulation of the lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.